Event description:
It was reported by the patient that the pod was leaking insulin. The blood glucose levels rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. It was mentioned that an off duty fire fighter gave the patient an IV (intravenous) due to being dehydrated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported medical attention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.